Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message after 2 days of wearing the adc freestyle libre sensor and experiencing a "hypo" event. Customer further reported she was incapable of self-treating and was given glucose tablets by her husband. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This serves as a correction report. Date received by mfg was incorrectly documented in the MDR follow up #1 report. Date received by MFR: the date is december 23, 2019.

Event description:
Customer reported receiving a "replace sensor" message after 2 days of wearing the adc freestyle libre sensor and experiencing a "hypo" event. Customer further reported she was incapable of self-treating and was given glucose tablets by her husband. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Device manufactured date has been updated based on returned product download. The reported sensor (B)(4) was returned and investigated. Visual inspection has been performed and no issues were observed. Data was extracted from returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). The sensor plug was visually inspected and the sensor plug was not properly seated in the mount, and broken snaps were observed. An extended investigation has also been performed on the sensor plug and broken snaps were observed, causing improper seating of the plug in the mount. This results in a poor connection between the rubber contacts and printed circuit board (pcb) contacts, ultimately causing the sensor plug to be unable to form a proper seal, leading to liquid ingress and contamination of the pcb. Therefore, this complaint is confirmed.

Event description:
Customer reported receiving a "replace sensor" message after 2 days of wearing the adc freestyle libre sensor and experiencing a "hypo" event. Customer further reported she was incapable of self-treating and was given glucose tablets by her husband. There was no report of death or permanent impairment associated with this event.